Event description:
It was reported that a spectrum infusion pump had a door that would not latch. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported "door will not latch" as a door not fully latched alarm. The alarm was caused by a failed upper link switch. The upper auxiliary assembly (including the link switch was replaced.).